Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, implanted: unknown, explanted: unknown, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving gabalon (concentration: unknown, dose rate: 100 mcg/day) via an implantable pump for an unknown indication for use. It was reported that when checking the logs at a pump refill on (B)(6) 2022, a pump motor stall on (B)(6) 2021 at 18:05 followed by a stopped pump may exceed tube set message at 18:05 on (B)(6) 2021 was confirmed. It was noted that there was no abnormality with volatility of 3%. The pump stopped due to stop command was displayed on (B)(6) 2022. It was indicated that the pump alarm started up after the refill. It was said that there was no magnetic resonance imaging (MRI) performed on (B)(6) "2022", but that it was possible that the pump temporarily stopped due to some influence of a magnetic field and the alarm was activated; the state at it was on the software continued. It was told that it was not necessary to deal with because the "pump stopped due to stop command" was displayed every time in normal operation and was displayed in the log on (B)(6) 2022. Regarding a physician¿s assessment, an MRI exam was not performed but an alarm might be triggered. It was further indicated that since it was a hospitalized patient, the influence of a strong magnetic field could not be considered. Neither a pump operability test, rotor test, or catheter x-ray study was performed. Regarding causality, the event was not related to drug, catheter, or surgical procedure, and it was unknown if related to the pump. The outcome of the event was unknown. The patient¿s gender, age, and weight at the time of the event was unknown. Past history / history of adverse reaction was indicated as being none. The date of pump implant was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n669290004 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The patient¿s age was 59 years old. The patient¿s gender was unknown. Regarding circumstances leading to hospitalization, long-term hospitalization due to cervical spine injury was noted. There was no abnormality with the volatility during the pump refill on (B)(6) 2022, so the patient's condition was normal in the first place, and the alarm activation also subsided on (B)(6) 2022. Regarding future plans, the patient and the pump's condition were normal, so there were no plans for replacement surgery due to the alarm activation this time. Regarding outcome, recovered as of (B)(6) 2022 was indicated.